Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported based upon on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the bone fracture cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a revision on this (B)(6) y/o male patient¿s right knee, reported separately the bone fractured while the surgeon was impacting the constructed femur/stem trial. This took place during a revision, which is reported separately.